Event description:
It was reported that on an unknown date, the patient, who underwent the initial procedure in january, presented with a cut in. The patient underwent a removal procedure and was revised with a hip prosthesis due to bone damage. This report involves one (1) tfna fenestrated screw 90mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter state: (B)(6). H3, h4, h6: manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument. Manufacturing date: 28-feb-2023. Expiration date: 01-feb-2033. Part number: 04.038.190s, tfna fenestrated screw 90mm -sterile. Lot number: 4612p10 (sterile). Note: component part manufactured by elmira; lot numbers 4295p12 qty 47 and 4426p13 qty 48. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that there were no damage or defect with the tfna scr perf l90 tan, only was observed signs of usage which could have been result of implantation and explantation. The allegation of migration device was not confirmed as no postoperative images to assess the condition were provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna scr perf l90 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.